Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigatino, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 1.3 had failed and was unable to be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.